Event description:
It was reported that the patient underwent a lumbar spinal surgery at l2-5. One month post-op the patient underwent a revision surgery due to numbness. Post-revision surgery at unknown time, infection or allergic reaction was confirmed. As a result, at an unknown time, the patient underwent the second revision surgery to remove all devices, and the autobone graft was performed. No additional info was reported.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation however films were supplied for review which found: ap, lateral and oblique lumbar films show complex instrumentation at l2, l3, l4 and l5 with interbody cages at l3/4 and l4/5. There appears to be posterolateral graft and good position of rods and screws. No revision or changes or loosening are depicted.